Manufacturer narrative:
It was reported that a hl20 twin pump (serial#(B)(6)) displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2026-03-12. The failure could be reproduced and the optical tacho board is suspected to be defect. Multiple attempts (good faith effort (gfe)) were performed to contact the customer about the service quotation. So far no replay was received. The affected part was not made available for further investigation at the manufacturer, because the customer did not accept the repair. The error message "head" can be linked to the following most possible root causes according to the hl 20 risk assessment file: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) - pump on/off defective - defective tacho, relay or pump belt the review of the non-conformities has been performed on 2026-03-16 for the period of 2017-11-17 to 2026-03-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-11-17. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. If any new relevant information will be received the complaint will be reevaluated and if necessary reopened.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the indian market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl20 twin pump (serial#(B)(6)) displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).